Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, the user facility identified frayed wires that were sticking out on the large clip applier instrument. Nothing reportedly fell into a patient. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.